Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the filament driver printed circuit board. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would exhibit an exposure issue. No pt injury was reported.